Event description:
It was reported that when patient presented in the clinic with device post-sensed t-wave oversensing issue. Patient received inappropriate high voltage therapy. Programming changes were recommended and an induction testing was recommended. Physician elected to not make any post sense sensitivity programming changes but did make interval detection programming change. Patient was reprogrammed and sent home. However an hour later patient had a rapid drop in r-waves and oversensing issue was observed. Patient received more than six high voltage shocks due to the t-wave myopotential oversensing issue which was shown via isometric testing. Physician turned off the therapy of the device and patient was fitted with an external defibrillator support. Patient was scheduled to have a lead revision procedure and device would be changed out electively due to reaching elective replacement indicator (eri) in about ten months. Device was explanted and a new device was implanted. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
The report of the field event of pacing and high voltage lead impedance was not confirmed in the laboratory. The device was tested on the bench and was normal.